Manufacturer narrative:
Image analysis two still images were returned for analysis. In the images provided an excised vein can be seen, this is consistent with the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the right gsv was excised. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 a physician used a venaseal closure system to treat both great saphenous veins (gsv) in a patient. Patient presented to office in early november complaining of constant pain to the medial thigh and calf of left lower extremity (lle). Imaging was performed revealing area of pain to be overlying ablated left gsv. Imaging revealed inflammation around the vein. The patient experienced a reaction characterized by hypersensitivity, skin irritation, itching, and rash. The onset of symptoms was within 30 days after procedure. More than one leg was treated but reaction was not present in both. This was a recurrent process. The blue introducer was used. The catheter tip was 5cm caudal to sfj. Persistent pain was noted in the treated vein post-procedure, and the reaction recurred along the treated vein, more than 5cm from the access site. A surgical intervention was performed to explant the left gsv on (B)(6) 2024. During a follow up visit on 16-dec-2024, the patient stated that her previous symptoms have completely resolved. She is now only experiencing mild incision pain and mild post surgical pain at the medial to the knee. Venous duplex revealed soft tissue in this area. Lle medial thigh and calf incision appeared to be healing well. Patient denies any drainage from the incision, fever or chills. No areas of dehiscence or erythema reported. Patient advised to continue tylenol vs ibuprofen for any post surgical discomfort and continue ice and use compression to lle. The issue was resolved on 27-dec-2024 and patient is recovering well.